Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. The lesion was located in the left anterior descending (lad) diagonal branch. The characteristics of the vessel and lesion are unk. The luge guide wire was advanced through a non-bsc 3.0 x 12mm balloon catheter and snapped in half (complete fracture) during an exchange. The luge guide wire was removed from the pt as a unit with the balloon catheter, no guide wire fragments remain in the pt. No pt symptoms or further complications were reported.